Event description:
It was reported that survey respondent mentioned about symptomatic urinary tract infection, pain, hematuria, epididymitis, incontinence caused by the catheter , catheter blockage, leakage and bladder stone(s) when they were asked of the complications while using the biocath hydrogel coated suprapubic latex foley catheter. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The potential root cause for this failure could be user related-urine condition, meditation or diet intake by patient. The lot number was unknown; therefore, the device history record could not be reviewed. A review of the device labeling have been conducted for investigation purpose. Warning: this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. On catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that survey respondent mentioned about symptomatic urinary tract infection, pain, hematuria, epididymitis, incontinence caused by the catheter , catheter blockage, leakage and bladder stone(s) when they were asked of the complications while using the biocath hydrogel coated suprapubic latex foley catheter. It was unknown what medical intervention was provided.